Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (85 percent stenosis degree) in a severely tortuous distal lad. The stent could not pass the lesion and a deformation was detected.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its distal end and the stent is displaced by 2.5 mm in distal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon and the stent was crimped centered on the balloon between the x-ray markers. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force is measured on a defined amount of samples. Based on the conducted investigations, no manufacturing or material related root cause could be determined.